Manufacturer narrative:
The warnings in the package insert state this type of event can occur. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The facility reported a screw broke during insertion. A surgical delay of 40 minutes was reported due to the suction, retrieval of broken implant, and re-drilling. The surgeon was able to successfully complete the procedure with a different screw. The broken screw was retrieved, no adverse events were reported as a result of this event.